Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer changed their infusion set and cartridge to resolve the occlusion alarm. The customer's blood glucose (bg) level was 280mg/dl and a correction bolus was delivered to address the bg level. Tandem technical support educated the customer regarding occlusion alarms. Reportedly, the customer is lean and stated that they would speak to their healthcare provider regarding their infusion set options. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Additionally, was reported that the patient line was cracked. The cartridge had been in use for almost 3 days. The customer successfully loaded a new cartridge and resumed insulin delivery. The customer's blood glucose (bg) was 350mg/dl at its highest and a correction bolus was delivered to address the bg level.